Event description:
Section a: age, weight, and sex of the patient are unknown. It was reported to boston scientific corporation that the radial jaw 3 biopsy forceps cup was bending at the cup open/close test prior to use. Another of the same device use to successfully complete the procedure with no patient complications.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.